Event description:
Customer reported button error alarm on her insulin pump. Blood glucose level during the night was 245 mg/dl. Customer is advised to revert to her back-up plan while her insulin pump is being replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.